Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.2 was failed and device was not detected on bus. A field service engineer (fse) reported that the half height drawer 5 in the auxiliary cabinet was failing and was missing from the storage space configuration. The fse opened the back of the unit and observed no indicator lights on the pyxis bus controller board, replaced the pyxis bus controller board, and rebooted the station, however, the station did not boot successfully. The fse then shut down the station, performed additional testing, identified the drawer 5.1 control board as faulty, replaced the drawer control board, and rebooted the station to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 5.2 was not detected on the bus and indicator light in the back of pyxis was not visible. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.